Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and in artemis, the 319 error was found indicating and node not present error on the axes controller spar (acs) and the axes controller, carriage (acc), confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto and in-house patient side cart fixture test platform (pftp) where the unit failed check all board on the acs and acc with 319 errors in log, replicating the reported event. A gold acs printed circuit assembly (pca) was installed and the unit passed the required test, verifying the acs pca to be the source of the fault. The complaint was confirmed based on failure analysis. As a result of this investigation, failure analysis has concluded that the acs pca was found to be the root cause of the reported event.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, customer received a fault 319 on universal surgical manipulator (usm2). Technical support engineer (tse) reviewed the logs and confirmed the issue. Customer had staff preform a hard power cycle on the system, but the issue remained. The procedure was aborted to another dv system with no reports of patient involvement. Isi followed up with the initial reporter and obtained the following additional information: there was no patient in the room, so case was moved to a different robot room where the case was still completed on the da vinci.